Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device upgrade surgery, out of range impedance values were noted on the left ventricular and right ventricular channel. The physician elected to keep the device implanted. The patient was and will continue to be monitored.